Event description:
It was reported that the patient experienced episodes of severe hyperglycemia while using the ilet bionic pancreas with an inset infusion set and dexcom g6, with glucometer-confirmed readings around 600 mg/dl lasting several hours; the mother suspected an insulin delivery interruption or pump malfunction, though the device problem and component could not be further characterized due to insufficient information. Symptoms included hyperglycemia, polydipsia, nausea, and vomiting. Outcomes included unexpected medical intervention with IV fluids for dehydration and otherwise no lasting health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.